Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft fracture occurred. The patient presented for treatment with substernal chest pain following shoveling snow and losing consciousness. He was resuscitated and transported. Cardiac catheterization was performed and a 3.5x15mm nc quantum apex balloon was advanced to the proximal lad (left anterior descending artery). The balloon was attempted to be inflated, but would not hold pressure. The catheter was removed and it was noted that the shaft was split in two, halfway along its length. There were no reported patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box. The batch number on the returned packaging and device matched the reported batch number for this complaint. There was contrast in the inflation lumen and blood in the hub and guidewire lumen. The balloon was tightly folded. There was a complete hypotube separation 71cm from the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. There were multiple kinks throughout the hypotube and shaft. The shaft and balloon were microscopically examined and did not reveal any tears or damage. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. The device was inflated to 20 atm (rated burst pressure) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The reported broken shaft was confirmed; however, the reported balloon leak was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The patient presented for treatment with substernal chest pain following shoveling snow and losing consciousness. He was resuscitated and transported. Cardiac catheterization was performed and a 3.5x15mm nc quantum apex balloon was advanced to the proximal lad (left anterior descending artery). The balloon was attempted to be inflated, but would not hold pressure. The catheter was removed and it was noted that the shaft was split in two, halfway along its length. There were no reported patient complications.